Event description:
Customer reported that when depressing one of the battery test push buttons on the css console, the indicator went from green to red in less than the 10 second hold time recommended. The customer reported that although the console was performing as expected and that there was no pt impact, the pt was switched to a backup console. The console was returned to syncardia and an evaluation was performed by syncardia service technicians. Their interim failure investigation report is attached hereto. The source of the issue was isolated to the battery in the backup controller. The battery has been returned to the MFR for eval. The studies conducted in the course of syncardia's evaluation confirmed that the installation of a new controller battery eliminated the failure mode. This failure mode poses a low risk to the pt because the console has a redundant, primary controller. In addition, it did not negate the ability of the console to perform its life-sustaining functions, and none of the clinical parameters were changed or affected.

Manufacturer narrative:
The controller battery has been returned to the MFR for evaluation. The manufacturer's findings will be provided in a supplemental MDR when they are rec'd by syncardia. Overall conclusions: although the voltage levels on the unloaded battery were above the nominal 12vdc, it was immediately apparent that the battery was unable to sustain its voltage when the 25 ohm load resistor was placed across its leads. The battery voltage quickly rebounded to more than 13vdc after the load was removed. To check that the battery was at full capacity and not simply discharged, the battery was continuously charged for a period of 48 hrs and retested with the same results. Sulfation of one or more of the battery's cells could be a likely explanation for this behavior. The battery is being sent back to the MFR for eval on or around the 02/12/08. The MFR's findings will be attached to this failure investigation once they are rec'd by syncardia. The studies conducted in the course of this failure investigation have shown that the battery was the only inoperable component. The installation of a new battery, even though it was fully charged, eliminated the failure mode. The battery charging circuit, and associated wiring and circuit board assemblies were shown to be in normal operating condition.